Manufacturer narrative:
(B)(4). One used ls1037 was received for evaluation, and examination of the returned device could not confirm the reported issue of difficulty opening. The device tested to open and close normally using the handle, and the knife engaged smoothly using the trigger. However, a separate non-contributing issue of damaged insulation was found, and pieces of the insulation had been sliced off. The manufacturing process has been reviewed and nothing in this process found that would cause this type of slicing damage. The device history records for this lot were also reviewed and no potentially contributing entries found. Damage of this type is consistent with scraping the jaws against the sharp edge of a trocar during insertion or removal of the device. The IFU included with this product cautions users to carefully insert and withdraw instruments from trocars to avoid possible damage to the devices and/or injury to the patient.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that before use of a ligasure device in a procedure, the device jaws could not be opened. Examination of the received device found that pieces of the insulation close to the jaws were missing. The site confirmed that the pieces did not fall within the patient. No injury occurred or medical intervention required.